Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had difficulty filling the cartridge with insulin. The syringe/needle were changed multiple times. With the last change of the syringe/needle, the cartridge was successfully filled with insulin. There was no reported impact to blood glucose.